Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tip of the cautery on the hemopro broke into pieces in the pt¿s leg. Broken pieces were retrieved through the original incision. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the device in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production list. (B)(4).